Manufacturer narrative:
This report is for an unknown reamers/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon used the flexible reamers set without a ball tip guide wire and reamer head was left in the patient¿s canal. The procedure was completed successfully. Patient outcome is unknown. This report involves one (1) unknown reamers. This is report 1 of 1 for (B)(4).

Event description:
This report is for one (1) unknown reamer head.